Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during usage, the device's mean airway pressure was fluctuating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. A review of the devices maintenance history revealed that the device is due for both 2,000-hour and 7-year pms. A quote was sent to the customer for our field service engineer to go on site and evaluate the unit and perform the required preventative maintenance, however, the customer has not provided a response. The 3100a ventilator does not have log recording functionality; therefore, no internal logs are available to further investigate the reported issue.